Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose reading was 180mg/dl at the time of incident. Troubleshooting found that the pump failed the displacement test. The product will be returned.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed selftest, unexpected restart error test, rewind and displacement test. However, unit alarmed compromised force sensor system during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test or displacement accuracy test due to the compromised force sensor system alarm. The motor was tested outside the device and passed. Unit received with cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners and minor scratches on lcd window. Unit received with corroded battery tube. Unit received with light moisture damage to lcd board.